Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that an altitude alarm occurred and it was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Customer addressed low bg by a correction injection via manual insulin therapy. Customer went to the emergency room and was subsequent admitted to the intensive care unit. Customer was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. Ultimately, the customer reverted to manual insulin therapy. Multiple attempts were made by tandem technical support to gather the release date of the hospital, however, no response was receive.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm 6 and alarm altitude issues were verified, but the low bg issue could not be verified.